Event description:
It is reported that the poly insert failed to lock into nkii baseplate, after following surgical technique several times. Surgery was completed with the same size insert.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: an eval of the device concluded that the locking feature is compressed down, indicating that it did not properly slide under the locking feature on the tibia plate. This may indicate that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is possible that the problems encountered are related to surgical technique; however more info would be needed to conclusively make that determination. Eval: the device history records for were reviewed and were found to be conforming; indicating the device was mfg, inspected and packaged to specs.